Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the fingerprint reader was not lighting up. A technical support specialist connected to the unit and restarted the lumidigm services and cubex application. The user was then able to successfully log in twice, confirming proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the fingerprint reader was not lighting up. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.